Manufacturer narrative:
Patient weight was unavailable from the site. The device was discarded by the site. There is no allegation of a malfunction of the glidelight device. Therefore, no evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to remove 2 non-functional right ventricular (rv) leads, the physician was using a spectranetics 16f glidelight laser sheath 500-303. The physician encountered difficulty progressing along both leads. He removed the laser sheath and was going to prep the right atrial (ra) lead for removal as he suspected the atrial lead was scarred to the other leads and thought that might help with extraction. He decided to tie a purse-string suture around the subclavian vein for hemostasis. While tying the suture, the patient's blood pressure began to slowly decrease. Rescue efforts were implemented. A sternotomy was performed and a hole in the superior vena cava (svc) was isolated and sutured. The physician initially intended to remove just the two rv leads and leave the ra lead. However, due to the circumstances of the case, all three leads were removed while the chest was open. After removal of the leads, three more holes in the svc were noticed and sutured. The repair took approximately 30 minutes. The patient was sent to the critical care unit (ccu) with the chest open for the evening to alleviate stress on the swelling heart. Patient was determined to have no neurological activity the next day and the family ceased care. Physician did not attribute the injuries due to any malfunction of the glidelight device.